Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead was normal.

Event description:
It was reported that the patient presented to the emergency room with chest pain. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to sense and failed to capture. The lead was explanted and replaced. The patient was stable throughout the procedure.